Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the catheter split and a leak was noticed just below the molded strain relief on the extension tubing. The customer further stated that the uvc was placed on (B)(6) 2012 and was removed on (B)(6) 2012. The customer further reported that the uvc was not replaced with any other device and the patient status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.